Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was impacted.

Manufacturer narrative:
No prod returned for eval. Should new info become available, a supplemental form will be submitted.